Event description:
It was reported that the patient experienced discomfort at the lead site. It was reported that the patient was using a recliner that has a massaging feature and goes along the spinal cord. The patient felt like one of the leads may have become dislodge and was poking the patient. Additional information was received that the patient was no longer having any discomfort. Additional information was received that a contact was not dislodged from the patients lead. The patient was doing well.

Event description:
It was reported that the patient experienced discomfort at the lead site. It was reported that the patient was using a recliner that has a massaging feature and goes along the spinal cord. The patient felt like one of the leads may have become dislodge and was poking the patient. Additional information was received that the patient was no longer having any discomfort.

Event description:
It was reported that the patient experienced discomfort at the lead site. It was reported that the patient was using a recliner that has a massaging feature and goes along the spinal cord. The patient felt like one of the leads may have become dislodge and was poking the patient.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from date manufacturer was made aware.